Event description:
It was reported that the patient presented for an implant procedure. Post procedure, it was observed that the right atrial (ra) lead had perforated and exhibited pericardial effusion. Pericardiocentesis was performed, and the ra lead was kept in use. The patient was stable.